Manufacturer narrative:
Date sent to the FDA: 03/04/2011. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an excisional biopsy of the vulva and vagina on (B)(6) 2010 and suture was used. During the procedure, the needle broke into the vaginal cavity. The surgeon tried to search for the needle with an image intensifier, but decided for the welfare of the patient not to continue and to leave the needle.